Manufacturer narrative:
H10-device evaluation: lens returned in a microcentrifuge vial with moisture. Visual observation found foreign material on lens serface; fibre. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -8.50/0.5/066 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens and the problem was not resolved. See MFR# 2023826-2023-04792 for exchange lens.

Manufacturer narrative:
H6-investigation type 4110: lens work order search. No similar complaint event(s) within associated lots were found. Claim # (B)(4).

Manufacturer narrative:
B5 - per email from reporter, the lens exchange did resolve the problem. Claim# (B)(4).